Event description:
Revision surgery - broken stem on series 500 4x15 tibial insert due to pt wear.

Manufacturer narrative:
This failure investigation is limited in scope since the explanted product was not returned. If the part is returned at a future date, this investigation will be reopened. The agent reported there was a broken stem on the ultra high molecular weight polyethylene (uhmwpe) tibial insert 7.8 years after the initial surgery. Repeated high flexure or significant loads and torques on the knee system over long time periods can sometimes bring about these failures. In addition, the tibial insert from this lot was made from an earlier version of uhmwpe known as gur and packaged without nitrogen flushing. This could have been a contributing factor in the damaged insert, although the device had a significant period of pt use. This version of uhmwpe and packaging were medical device industry standards in the recent past. Newer versions of polyethylene and packaging implemented at encore since 1998 provide implants with greater resistance to damage and oxidation. Inventory containment is not required. The tibial insert was manufactured from a version of polyethylene and packaging that has not been used by encore in the last nine years, and this device performed successfully for over 7 years. Due to the five year shelf life of gur, all parts manufactured from this resin and packaged without nitrogen flushing would have had a shelf life expiring in 2003. The revision surgery was completed successfully. Encore considers this the final report.